Event description:
The rpeorter, a first time surestep user, stated that she obtained the er1 message on her meter. It was determined that she was waiting too long to put the test strip in the meter. She received training by the lifescan rep. A control solution test performed at the time of the call yielded results within the labeled range. No other info was reported.